Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There has been 1 similar event for the lot referenced. The following devices were also listed in this report: tri ts baseplate size 4; cat#5521-b-400 ; lot#atr9xa, triathlon asymmetric x3 patella; cat#5551-g-320 ; lot#aj6n, triathlon cr fem comp #4 l-cem; cat#5510f401 ; lot#cta9r, simplex p with tobramycin 1 pack; cat#6197-9-001 ; lot#mky063, simplex p with tobramycin 1 pack; cat#6197-9-001 ; lot#mky063. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Device not returned.

Event description:
As reported: patients left knee poly was swapped due to infection. Initial op date was (B)(6) 2018.